Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 05-12-2017 with the following findings: the buttons on the keypad were under responsive. The keypad was removed and no damage was found. The pump was opened and moisture was observed on the keypad connector and in the battery compartment.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue.there was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.